Event description:
It was reported that the atrial lead was oversensing during atrial tachycardia/atrial fibrillation (at/af) episodes. It was also reported that the right ventricular (rv) lead had high and varying impedances on the rv and superior vena cava (svc) coils. The atrial lead remains in use and the rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 694765 implantable tachy lead 2002 (B)(6); (B)(4) implantable cardioverter defibrillator 2012 (B)(6). (B)(4).